Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the usb cable is bent and no longer charges the pump. A replacement cable was sent to the customer. Customer¿s blood glucose level was not impacted. The customer declined follow up from tandem technical support.